Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf138) and shut down unexpectedly. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs confirmed a single occurrence of system fault (sf138) error message resulting in a device reset. Performance testing was unable to reproduce the device event. Based on all evidence, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf138) and shut down unexpectedly. There was no patient injury reported as a result of this incident.